Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery of an arthrex eclipse shoulder prosthesis to an inverse prosthesis had been performed. Reason of the revision was an insufficiency of the eclipse prosthesis after several rotator cuff repair surgeries. No loosening of the eclipse or the glenoid were observed, no loosening of the implants. According to the reporter, the patient had no problems which could be attributed to the implanted eclipse prosthesis only.